Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode of double labels was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of double label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has double label. The following information was provided by the initial reporter. The customer stated: "after use. Double barcodes on the same tube, the tube can not go through the automated path."